Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer charging and was protruding at the incision site. The patient underwent an ipg replacement procedure and was doing well postoperatively.